Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed and reproduced the reported symptom system error 105, caused by a dislodged component on the input/output printed circuit board (I/o pcb). The I/o pcb was replaced.

Event description:
It was reported a spectrum pump had system error 322. It was also reported there was no pt involvement.